Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with heavy tortuosity and moderate calcification. While unpacking a 3x23mm xience xpedition rx stent delivery system (sds) the hub was noted to be detached from the catheter shaft. No resistance was noted while removing the xience xpedition from the dispenser hoop. The device was not used and was replaced with another xience xpedition. There was no clinically significant delay in the procedure. No additional information was provided.